Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in decision to explant the device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report. This report is submitted on july 04, 2024.